Manufacturer narrative:
Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to contact the customer and confirmed that customer resolved the issue and no further investigation required for this device. After receiving no response, the tss proceeded to close the case. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were unable to access medications and enterprise server was unable to login. The customer tried to login es server and the error message showing system was down http error 503 service unavailable. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.